Event description:
It was reported that the poly is showing some wear and tear and is causing pain and instability of gait. Surgeon revised the left hip and will be removing the stem, liner and ball.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown size g cross-fire polyethylene insert. An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.